Event description:
The consumer was using their hands to brace themselves while getting into the chair and allegedly pinched their finger between the set guide and seat rail. Allegedly resulted in a fractured finger.